Manufacturer narrative:
Correction to UDI in d4: product not sold in USA, therefore there is no UDI associated with this product. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The instruction manual for gif-1200n, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there were foreign objects in the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.